Manufacturer narrative:
Qc was within the established ranges, but showed evidence of imprecision. A field service engineer (fse) was dispatched and replaced some hardware components including collar and modular chemistry probe. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated sodium (na) and chloride (cl) results generated by the unicel dxc 600i synchron access clinical systems for one patient. The original results were reported out of the lab. The sample was re-tested and lower results were obtained for both analytes. The results were amended. The customer stated that the patient treatment was impacted, but they do not know if the patient was harmed.